Manufacturer narrative:
D10, h10, h3, h6 (remove 4118, 3233, 11). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels (50-70 mg/dl) due to needing adjustments to the pump's basal rate setting. Customer received assistance and was provided with carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.